Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was returned for analysis. Reviewed of the event history log (ehl) showed error code 46446. A functional test was performed, and the reported issue was duplicated. The cause of the reported issue was due to the printed wiring assembly (pwa) and the broken pin inside the remote dose connector. As a result, the pwa was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the device was not functional after preventive maintenance. During physical inspection of the device, it was found that the pump exhibited error code 46446. There was unknown patient involvement and unknown patient harm/adverse event reported.